Event description:
The patient received his scs system, including an ipg, on (B)(6) 2009. It was reported that the patient was unable to communicate with the ipg. The patient stated he felt tension or a pulling/tugging sensation in his scs system. A new programmer was unsuccessful at resolving the issue. It was reported that the patient had lost sixty pounds in the past 9 months. The physician noted that he felt that the ipg pocket was very loose and the ipg had flipped. On (B)(6) 2011, the physician opened the ipg pocket and observed that the ipg had not flipped or rotated. Attempts to communicate with the ipg out of pocket with a new programmer were unsuccessful. The physician explanted and replaced the ipg. The patient reported effective stimulation coverage postoperative, and no further patient complications were reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. The product was replaced and approved for use. The DHR anomaly is not related to the alleged device complaint. As received, the ipg was non-functional. The unit was cut open for further analysis. The ipg had to be powered with an external power source as the battery was depleted. Once power was restored, the ipg passed all functional testing. The cause of the battery depletion is unk. A root cause investigation has been initiated for this issue. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.